Manufacturer narrative:
Review of the log files from the device confirmed the reported issue. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.